Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced dehiscence of the scrotal wound, which was treated with antibiotics and resulted in improvement. During subsequent follow up visits after device activation, the patient reported no issues; however, at a later outpatient clinic evaluation, extrusion of the connection tubing was observed. As a result, the device was explanted. Cultures were reported as positive. Management included device removal, and a delayed reimplant was suggested. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100723149. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # : (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100736379. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # : (B)(4).